Event description:
It was reported via repair work order that brakes were not working properly due to malfunction scorpion brake plate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.